Manufacturer narrative:
Post procedural images of the luna implant from the initial procedure were reviewed. It appears the middle member may not have engaged with one of the outer members, which could impact the implant from fully deploying resulting in the proximal end of the implant to protrude at the posterior margin of the disc. The luna instructions for use and luna surgical technique guide, instructs the user to monitor the surgical steps using fluoroscopy including verifying the correct position of the implant throughout the procedure. The instructions also state: "this device must be inserted using fluoroscopic guidance. Failure to use fluoroscopic guidance could result in serious patient injury." The technical guide further emphasizes "the implant may be retracted and repositioned until the desired location is achieved", and "if the implant will not fully deploy, retract and ensure positioning matches that of the trial and redeploy." Per the treating physician, he would have alleged a deficiency in the performance of the device if he noticed that all three members of the luna implant may not have engaged; however it was not noticed during the original procedure. The reported patient effect of post procedural pain and implant migration are listed in the luna instructions for use as known possible adverse effects associated with use of the luna interbody system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
On (B)(6) 2015 the patient underwent a fusion procedure using the luna interbody system. On jan 12, 2016 benvenue was made aware the patient was in pain, and that the luna implant had post-operatively migrated posteriorly from its original position. On (B)(6) 2016 during the revision procedure, the original luna was explanted and a replacement luna implant was successfully deployed. The replacement implant was positioned solidly inside the disc space and the physician proceeded to complete the procedure. No patient injury was reported.